Manufacturer narrative:
The insulin pump was received with no a17 or a21 alarm noted. The insulin pump passed the a21 error test and self tests. The insulin pump also passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed and wanted to make sure that their insulin pump worked correctly. The patient's blood glucose level was unknown at the time of the call. The customer stated that a basal was not programed in the insulin pump before the alarm. The insulin pump went into an unexpected restart. The customer was assisted with a self-test in which the insulin pump passed. However, the customer will be sending the device back for analysis. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.